Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the battery pack. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would display a precharge error message. No patient injury was reported.